Manufacturer narrative:
Corrosion was observed on the bottom battery, pcb, mechanism rails, and commutator cap, resulting in low battery voltages and data loss. A tear was observed in the unexposed portion of the soft cannula, which was observed to leak during the fluid path tests. The tear in the unexposed portion of the soft cannula and subsequent leak is confirmed as the cause of the reported failure to deliver insulin, internal corrosion and data loss. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone12.1. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for not sure delivering insulin.